Manufacturer narrative:
A ge service rep performed an on site investigation. The brake handle was adjusted. The worm gear assembly was greased during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
It was reported that the c-arm on the florastar sys would not lock in the vertical, and there was a screeching noise. No pt injury was reported.